Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient's implantable neurostimulator pocket area never did heal right, and that recharging caused pain at the pocket and she has a severe infection there. It was painful to move or push against it or to sit, and the patient had not recharged in over 2 months, and reported that she has to have it taken out. The patient was going back to her health care provider every 2 weeks, and it was unknown why it would not heal. The patient reported that the health care provider told her that it was because she smokes. The health care provider took a culture, sent it in, and gave her medication that made her stay in the bathroom. Pus has come out of the incision twice. The first time was prior to (B)(6) 2016 when she saw the health care provider and he took the culture. The second time was the week prior to the report. There was not a planned surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.